Event description:
Pump reportedly gave no audible sound for an alarm condition. This pump was used in a doctor's office to administer 5fu to a pt. The nurse set up the pump (unk settings and pt info) and started the infusion. The nurse then went to start another infusion on another pt. When she came back to check the pump, she noted that the led was flashing, but no audible alarm was heard. No pt harm was reported.